Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 458 mg/dl. He treated his blood glucose level with a manual injection of 5 units and changed the infusion set. The customer reported something went wrong with the insertion the night before because he woke up with high blood glucose levels. He did not receive the high alert. The customer¿s high alert setting was set at 230 mg/dl and he was assisted with turning the alert on. The customer declined to troubleshoot and the product was not returned for analysis.